Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. The procedure was completed another resolution 360 clip device. Following the deployment failure, the patient had a small amount of bleeding, which resolved on its own and required no treatment. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole over the ro marker in the proximal section on the body of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the device interaction with the scope, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the balloon was pre-inflated.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. The procedure was completed another resolution 360 clip device. Following the deployment failure, the patient had a small amount of bleeding, which resolved on its own and required no treatment. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the catheter. It was also noted that the plastic cover of the control wire was returned detached. It was possible to observe that the device was returned disassembled; the control wire was outside of the catheter and the handle was cut from the catheter. Further analysis noted that the catheter was cut in order to separate the device. This condition is not considered as an issue of the device, as it is stated in the directions for use (dfu)/product label that the delivery system can be cut at the handle to separate the device from the catheter. Additionally, the control wire was kinked and the catheter was unraveled. Microscope examination was performed, and it was observed that the bushing had some hits on its hooks and one of the capsule tabs was rounded. Dimensional examination was performed between the hooks of the bushing to further analyze the deployment issue, and both sides a and b were confirmed to be out of specification. However, the bushing outer diameter was observed to be within specification. Additionally, x-ray analysis was performed and it was observed that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Block h11: the report submitted on this event on (B)(6) 2020 (report number 3005099803-2020-01823) was submitted without a related complaint; however, based on the investigation results on (B)(6) 2020 of report number 3005099803-2020-03476, the bushing had some hits on the hooks' surface; thus making this event reportable. Therefore, report number 3005099803-2020-01823 and report number 3005099803-2020-03476 are related complaints as they were used for the same patient and procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. The procedure was completed another resolution 360 clip device. Following the deployment failure, the patient had a small amount of bleeding, which resolved on its own and required no treatment. The patient condition at the conclusion of the procedure was reported to be stable.